Event description:
It was reported that during implantation of the lead on (B)(6) 2024, the patient began coughing and oxygen levels dropped. As a result, the physician elected to remove the lead and intubate the patient to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.